Manufacturer narrative:
There was no reported failure of the 2008k2 hemodialysis machine. This report does not raise any new safety concerns with no change to the current benefit risk of the fresenius 2008k2 hemodialysis machine. ¿the patient was not alert and oriented prior to treatment. The decision was made with the nephrologist's knowledge to send the patient to hospice care after one last hemodialysis treatment. The patient's death was not unexpected.¿ this case concerns an elderly diabetic patient with multiple pre-existing comorbidities whose health was steadily declining recently while being maintained on chronic hemodialysis in acute hospital setting, when a decision was made by the treating md not to continue this patient for further dialysis therapy, with transfer to hospice care setting where the patient would undergo conservative management. As risk for death was high in this patient there was a standing dnr (do not resuscitate), recommendation for this patient. Prior to transfer to hospice care at the patient¿s family requested a last session of hd which was carried out in hospital without heparin and fluid removal, as per treating md¿s recommendation. The patient¿s vital signs were stable prior to initiating hemodialysis. After approximately five minutes following initiation of dialysis the machine arterial pressure alarm went off, when it was observed the patient sustained an episode of cardiac arrest, in presence of no respiration; blood lines were reported as clotted, which prevented blood from being returned to this patient who was on dnr standing instructions and pronounced dead. The 2008k 2 machine recommends use of concomitant heparin while patients undergo therapy to prevent extracorporeal blood clotting. This high risk patient was at the time of death undergoing dialysis, without heparin therapy is a possible confounder for death. End-stage renal disease (esrd) carries a significant risk for sudden cardiac arrest (sca) and mortality. The annual mortality rate for esrd patients in the us is approximately 20%. As no machine malfunction were observed in this high risk patient, fmc rtg is of the opinion death in this elderly patient is possibly a sequelae of pre-existing long term esrd disease complications, where dialysis was administered without heparin. The device was evaluated by a fresenius technician following the adverse event. The device was found to operate properly. During follow up with the clinic manager, it was reported the device was put back into service without issue. A device history record review was performed and the device was found to have been manufactured per specifications. There was no alleged device malfunction reported. The system level review of the 2008k2 machine and concomitant products found no indication of a causal relationship between the products and the patient event.

Event description:
Additional information from clinic manager: there were no unusual or unexpected alarms or issues during the patient's treatment. Patient's health had been failing and he was admitted to the hospital. The decision was made with the nephrologist's knowledge to send the patient to hospice care after one last hemodialysis treatment. The patient's death was not unexpected. It was reported that patient came to this treatment in usual state. The patient was not alert and oriented prior to treatment. The treatment goal was dialysis without fluid removal and no heparin was administered per md order.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records and treatment data regarding this event. The plant investigation is in progress. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.a supplemental report will be submitted upon completion of the investigation.

Event description:
A nurse from a hospital based dialysis unit called technical support to request evaluation of a 2008k2 machine post patient adverse event. The nurse reported the patient was being discharged home on hospice care but the patient's family requested one additional hemodialysis treatment prior to discharge. Approximately 2 hours and 40 minutes into treatment, the arterial pressure alarmed. The patient was found without pulse or respirations. The nurse reported no vital signs were displayed. An attempt was made to return the patient's blood but the blood had already coagulated in the extracorporeal circuit. Estimated blood loss was given as 200 ml. The patient had a do not resuscitate order; therefore, no cardiopulmonary resuscitation(CPR) was attempted. The nurse was unwilling to provide any further information. The machine was removed from service after this event and was evaluated by a fresenius regional equipment specialist. It was found to be performing to specifications. There was no allegation of malfunction.